Manufacturer narrative:
The information contained in this report is being provided to FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or that a device is related to an injury or death.

Event description:
As reported by the surgeon: the patient underwent an interbody fusion with placement of an elite device on (B)(6) 2020 without incident. The patient was asymptomatic at follow-up but imaging showed implant bolt disengagement. A revision surgery was conducted on (B)(6) 2021. The implant and bolt were encased in scar/cartilage/bone and was therefore left implanted. A second interbody implant was placed on the opposite/contralateral side without incident.